Manufacturer narrative:
(B)(4).

Event description:
It was reported that "cgm accuracy" occurred. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. There were no reported glucose values available to search within the parkes error grid calculator. No injury or medical intervention was reported.